Event description:
It was reported that pt underwent proceudre for left arm av graft declot. Graft was punctured in venous direction and catheter advanced into cephalic (draining) vein. Contrast injection showed cephalic vein had diffusely narrow caliber in upper aspect of arm. There was focal stenosis at venous anastamosis. 3000 units of heparin administered. Balloon angioplasty was performed at venous anastamosis using 7 mm balloon. Graft was punctured in venous direction. Arterial plug was removed using fogarty balloon.